Event description:
The next day it was reported that there continued to be communication issues with the recharger. Five physician mode recharges (pmr) were attempted, and the implantable neurostimulator (ins) was still not responding. The pt was sent home to try some more pmrs. The following day a problem with the ins was suspected. There were continued telemetry issues. The ins was unresponsive to telemetry attempts by the physician programmer, pt programmer, and recharger. A 582 error code was noted in the hidden codes. Tni codes were noted as 582, 582, 582, 582, 601, 601, 0, 0, 0, 0. It was noted that the pt had 2 active stimulators. One ins was working fine and the other ins had no telemetry and had not had telemetry since (B)(6) or (B)(6) when pt thought they last had stimulation with that ins as well. The pt attempted at that time to use the pt programmer to increase voltage and received the telemetry error message, and was unable to charge the ins. Since that time the pt had not been able to charge normally, and did not see a por message on the recharger during this time. An antenna locate was attempted after the pmr was performed. Device explant was being considered. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).